Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) (574 mg/dl at highest); cause was unknown. Manual injections were administered to address bg. Recommendation was made for customer to consult with healthcare provider.